Event description:
Additional information was received that a replacement procedure was performed. This crt-d and associated rv lead were successfully replaced.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited beeping tones. When the device was interrogated low shock impedance values of less than 20 ohms were observed. The physician elected to reset the alarm, and performed device testing. All measurements were within normal range. Patient will be followed-up every month. Subsequently, the patient was followed-up, and it was noted that another less than 20 ohm shock impedance value was observed. Electrical tests were again performed on the device, and the physician has asked boston scientific technical services (bsc ts) for suggestions. The physician elected to admit the patient to the hospital, and turned all device therapies to monitor only to ensure brady pacing as a high voltage (hv) shock could affect this. There were no adverse patient effects reported. A replacement procedure will be scheduled within the near future for a new device and rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.